Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and new lens implanted without incident. Complaint questionnaire completed and given to sales representative.====================== health professional's impression======================lens "too" warm and soft with insertion.